Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the left tibia is collapsed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received were reviewed by a clinician to identify product issues and/or patient harms. Patient received bilateral primary attune tka to treat degenerative joint disease of the knees. The patella was resurfaced and depuy cement x 2 was utilized on each knee. The procedure was completed without complications. Patient received a left knee revision to treat persistent pain secondary to loosening of the tibial tray. The tibial tray had subsided and was grossly loose and completely debonded at the cement to implant interface. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was implanted with a depuy knee revision system utilizing both depuy and competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2018 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  (No code available ((B)(4)) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.